Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the programmer screen was blank/unresponsive even after changing batteries. The patient was using alkaline batteries. They removed the aa batteries and confirmed no sign of moisture/corrosion. Initially, they thought one of the springs was not correct but confirmed both springs looked the same. They tried another set of batteries and checked orientation. The patient thought the programmer beeped when batteries were inserted but no display on screen and no other beeping. They needed to use the programmer to change programming lower at night and higher during the day and was not able to do that last night. It was extremely uncomfortable to sleep with the ins on or high. It was confirmed that they were able to use the recharger to turn the ins on/off in the meantime. The issue was not resolved through troubleshooting. Additional information received. Patient responded from follow up sent. Patient reported their weight at time of event was (B)(6) lbs. Patient reported they had to use a high setting and had to lower it to sleep with. Patient reported steps taken to resolve was to lower it and raise setting during the day which takes a while to settle in. Patient reported other actions taken to resolve issue is future surgery. The patient reported additional information saying they were told by their doctor that the electrodes had moved away from their spine, they were told to shut the implant off at night and the issue had resolved for now; the patient was suggested to get a new machine with the leads implanted differently.